Manufacturer narrative:
Citation: hosoba s. 'Minimalist' trans-subclavian tavr with corevalve evolut r. General thoracic and cardiovascular surgery. 2017 65 (suppl):933-933. Presented at the japan thoracic surgery society on september 28, 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding trans-subclavian versus transfemoral approach for transcatheter aortic valve replacement (tavr). All data were collected from a single center between december 2016 to march 2017. The study population included 9 patients, all of which were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients adverse events included: stroke, moderate aortic regurgitation, and vascular complications with an intensive care unit (ICU) median stay time of one day. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.